Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify rewind, failed battery and charge battery anomaly due to buttons not responding. Device received with broken battery tube threads and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was buttons issue and it was less responsive. Customer stated that battery cap was crack. Customer also stated that there was slow during rewind and insulin pump had no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.